Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 311.43, synthes lot number: 6577795, supplier lot number: n/a, release to warehouse date: 01feb2011, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the handle with quick coupling, small (part # 311.43 / lot # 6577795) was received at us cq attached to a mating stardrive screwdriver shaft t8 105mm (part # 314.467/ lot # h701898). The handle had no cosmetic defects visible. There was no evidence of a physical device breakage. The devices were unable to disassemble from one another. It is not possible to inspect the internal components of the coupling since the components remained mated together. Functional test: functional testing was performed, engaging the tap-holder assembly of the handle does not release the screw driver. The tap holder moved smoothly, no evidence of a jammed/stuck condition for the handle. The devices were not able to disassemble. The overall complaint was not confirmed as there was no device breakage. Can the complaint be replicated with the returned device(s)? Yes; received condition cannot be undone, device does not disassemble. Dimensional inspection: dimensional inspection was not performed due to no access to relevant components. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was not confirmed for the received handle with quick coupling, small (part # 311.43 / lot # 6577795) as there was no evidence of a physical device breakage. The device was unable to disassemble from the screwdriver. Functional testing showed the tap holder assembly was not jammed as it toggled as designed, however the devices were still unable to disassemble. Although no definitive root-cause can be determined it is possible the device experienced unintended forces leading to internal mechanical failures. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 1 of 2 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) . The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during a routine incoming inspection, it was observed that the handle with quick coupling was broken. There was no patient involvement. This complaint involves one (1)handle with quick coupling, small. This is 1 of 1 for report (B)(4).